Manufacturer narrative:
Unknown when device malfunctioned or when non-union started. This report is for (14) unknown screw/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) male patient had a surgery on (B)(6) 2011 and screws and plates were implanted. The patient was discharged on (B)(6) 2011. The patient sued the hospital on (B)(6) 2016 because he complained his left humerus was is still not healed well. Devices still implanted. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had reported post-operative pain. The patient outcome was reported as recovered after the revision. This complaint is to capture the patient&#38112;post-operative pain. This complaint is linked complaint (B)(4) for another post-operative complaint event.